Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report hypoglycemic event and cgm inaccuracy compared to blood glucose meter on (B)(6) 2014. Patient claimed that they experienced a low and cgm did not alert them. Patient further reported that she fell and bruised her face while experiencing the low but was able to self-administer glucose tablets and orange juice. Patient did not report any medical intervention or further injury at the time of contact with dexcom technical support.